Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The cartridge compartment was alleged to be cracked/damaged. The cartridge cap was alleged to be unable to be removed, and to have stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 21-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings:.cartridge compartment is cracked and chipped. Cartridge cap is still able to attach securely to pump. Battery compartment is cracked alongside of pump.